Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. No unexpected replace battery now alarm noted. However, replace battery alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (electronic board 1). After disconnecting and reconnecting the internal battery connector at electronic board 1. The insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is receiving replace battery now. The customer did not provide their blood glucose value at the time of the incident. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer also stated received a low reservoir warning last night but the reservoir was not actually low. Confirmed that right now its accurate. Said yes. The customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning. Advised the insulin pump will need to be replaced. Advised they may continue to wear pump until replacement arrives if they insert a new battery. Advised the customer to still reach out to health care professional about a possible back up plan. The insulin pump will not be returned for analysis.